Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (5.020 ng/ml) from a single patient sample processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was initially reported out of the laboratory, however, a corrected report (< 0.012 ng/ml) was issued as a physician questioned the result. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros eci immunodiagnostic system. There is no indication that a reagent issue contributed to the event. A definitive cause has not been determined. However, an instrument related event and/or user error with regard for sample processing cannot be ruled out as contributing factors. It is unknown if the service actions performed were related to the event.